Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 of the bd micro-fine ultra¿ pen needles 32g x 4mm did not work. The following information was provided by the initial reporter, translated from dutch to english: I started a new box that I had already bought. With this box there are 25 that do not work. This time I did keep track of those. This is the first time in all these years, something is going wrong somewhere in the production of this. I don't need a new box; I just want the needles to do their thing. 25 out of 100 is a lot.

Event description:
It was reported that 25 of the bd micro-fine ultra¿ pen needles 32g x 4mm did not work. The following information was provided by the initial reporter, translated from dutch to english: I started a new box that I had already bought. With this box there are 25 that do not work. This time I did keep track of those. This is the first time in all these years, something is going wrong somewhere in the production of this. I don't need a new box; I just want the needles to do their thing. 25 out of 100 is a lot.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary: twenty five open 32g x 4mm pen needle samples were returned from lot. No. 1139791, cat. No. 320141. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all twenty five samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.